Event description:
It was reported that when using the bd pyxis¿ medbank mini, the keyboard keys failed, preventing logon to perform a cycle count. The customer was asked to test each key and confirmed that the keys 1, q, a, and z were not functioning. The customer also reported that the keys did not feel damaged or sticky to the touch. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, the field service engineer (fse) tested all keys and found no issues on the keyboard. As a precaution, the fse powered off the workstation, reseated the keyboard cable, and restarted the device. After these actions, all keys were confirmed to be functioning properly. The system functioned as intended when field service engineer investigated the device.